Event description:
Customer reported via phone call that the screen. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
No belt clip received with unit. Unit communicated properly with glucose sensor simulator and the mini link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No unexpected low transmitter alarms noted during testing; no rf communication anomalies noted. Passed pump self-test and displacement test. Cracked case at lcd window corners noted. Cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot. Grinding motor noise anomaly noted during rewind due to faulty motor.